Event description:
It was reported that a customer experienced an issue with their insulin pump, which occasionally stopped providing insulin unprompted. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.